Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery(rca). An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), it was noticed that the opticross¿ imaging catheter was stuck in the lesion. Several attempts were made to remove the imaging catheter but were unsuccessful. The physician opted to perform plain old balloon angioplasty (poba) using a non-bsc balloon catheter and successfully removed the opticross¿ imaging catheter. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.